Manufacturer narrative:
(B)(4). Date sent: 8/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch #973a44. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30g device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully fired with some b-formed staples on the reload deck. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number 973a44, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/20/2024. D4 batch # 987a32 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for "that half the staples are stuck in the gun"? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that half the staples are stuck in the gun, they didn't use a reload as the surgeon wasn't happy so they used an alternative device.